Event description:
It was reported the distal tip of this 0.18 guidewire detached upon removal, in the pt's lower pole, during a percutaneous nephrolithotripsy procedure. An attempt to retrieve the detached guidewire segment was unsuccessful. The procedure was successfully completed with another unit. The pt's condition is good and has since been discharged. Subsequent retrieval of the detached wire tip was performed at another facility during a scheduled percutaneous nephrolithotomy procedure. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow-up revealed resistance was encountered during this procedure and large amounts of stone fragments were removed from the pt. Therefore, the co believes continual exertion against resistance, along with pt anatomy, may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and system as unit."